Manufacturer narrative:
Engineering investigated the issue and was concluded that the complaint catheters were used only for trouble shooting of sc2000, and there was no problem in catheter function according to customer's statement.

Event description:
It was reported that the patient was already under sedation and on the table with the catheter already inserted in place for an atrial fibrillation (afib) procedure. After a cartosound contuour was made, and just as the physician was about to perform a transseptal puncture, the ultrasound image was lost. The physician replaced the swiftlink and catheter twice but the issue was not resolved. Finally, another new catheter and another swiftlink cable borrowed from another ultrasound system were used and the functionality was restored. The afib procedure was completed with no loss of data. There was no patient adverse event reported. No additional information was provided.